Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one user was unable to authenticate login across all stations. The issue was observed on sample station emerg, where the user could not log in. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.